Manufacturer narrative:
The customer contacted a getinge field service engineer (fse) via telephone. The customer's stated that the unit's power cord wouldn't retract. The customer was able to get the line cord untangled themselves. The fse was advised that the iabp was cleared for clinical service. Attempts to communicate with the customer have been made to obtain further repair information. If any pertinent information is received, the complaint will be reopened and updated accordingly. H3 other text: evaluation not requested by complainant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) units power cord would not retract. There was no patient involvement.